Manufacturer narrative:
The dislodgement allegation was not confirmed. No anomalies were noted on the returned lead, the lead tip was normal.

Event description:
This supplemental report is being filed due to the product investigation has been completed. Boston scientific received information that this left ventricular (lv) lead was found to be dislodged due to patient movement and non compliance. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged due to patient movement and non compliance. This lv lead was explanted. No additional adverse patient effects were reported.